Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. PMA/510(k) number k011028 and k013227.

Event description:
It was reported the implant fractured and was removed. Another implant has been placed in order to finish the procedure. Pain reported as a consequence of the event.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative. An impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation,visual inspection of the as returned product identified slight bone on threads. No fracture identified. No pre-existing conditions noted on the per .the reported device location was #26 and length of usage is approximately 5 months. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19 information identified: contraindications, warnings DHR review: DHR review was completed for the subject lot number (1240422). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1240422) for similar event and no other complaint was identified. Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.